Event description:
The company received a report where it was claimed that the cuff was leaking. The reporter confirmed that cuff was pretested. The reporter confirmed that non routine extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report was discarded and not available for investigation. Without the actual complaint sample being returned a full investigation cannot be carried out for the reported issue to be confirmed. The reported stated that four unused samples from the same lot are being returned but it's not confirmed if they are defective. If significant information becomes available from the investigation on the returned (unused) samples, a summary will be provided in a supplemental report.